Event description:
It was reported the left ventricular lead had high capture thresholds. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). The distal segment of the lead was returned for analysis. No anomalies found however the distal conductor contained blood/body fluid but was not obstructed. Outer insulation cosmetic environmental stress cracking was observed.